Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? What mesh was implanted in 2009? Product code and lot #? What mesh was removed in 2013? Was mesh used for vaginal prolapse repair in 2016? If yes, product code and lot #? What mesh was removed on (B)(6) 2019? What were current symptoms following the index surgical procedure? Onset date? What type of incontinence, urge or stress incontinence? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates: what were the findings on reoperation? Are there any pictures available for evaluation? Other relevant patient history/concomitant medications: what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure in 2009 and mesh was implanted. The patient underwent partial removal in 2013. Additional information has been requested.